Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, inaccurate measurement of the landing zone, minimally or bulky/severely calcified leaflets, rapid deployment, release of stored tension during deployment, movement of the delivery system by the operator, and a narrow sinotubular junction in aortic position. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e., minimal leaflet calcification), bv may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information available, the exact cause of the valve embolization into the left ventricle is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported from south korea by our edwards lifesciences affiliate, during deployment of a 26mm sapien 3 ultra valve, the valve unexpectedly moved into the left ventricle during device manipulation. Surgery was required to remove the valve. The patient was alive post-procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected b3 date of event, corrected h6 investigation conclusions. Previous report under MFR number 2015691-2024-04038 stated the date of event and date received by manufacturer was may 7, 2024. It was confirmed from our affiliate in south korea that the date of event and date received by manufacturer was may 8, 2024. Additionally, it was learned that during inflation of the delivery system, one pacing beat was missed, causing the balloon to move up. When the operator pushed the delivery system towards the left ventricle, it unintentionally went in too deep, resulting in the valve embolization. As such, investigation results suggest/indicate procedural factors (missed pacing beat) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.